Manufacturer narrative:
Of the 40 allegations of a malfunction, 30 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to "reason for failure."

Event description:
This report summarizes 40 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranges from 5-74 years of age and between 20 and 220 pounds. Of the reported patients, 18 were male and 22 were female.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 3 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.